Event description:
The plainfiffs state that when the nursery employee attempted to administer the medication without removing the protective cap, they said protective cap was pushed by the medication and was found past the epiglottis, lodging in the trachea of the pt. The plaintiffs state that shortly after the administration of the medication, the pt began gasping for air. The plaintiffs believe that the gasping was caused by an obstruction which resulted when an object believed to be the protective cap from the syringe became lodged in the trachea. The obstruction caused an acute respiratory failure which ultimately resulted in cardiac arrest.